Event description:
It was reported that electrical noise from the patient's lvad (left ventricular assist device) resulted in small emi (electromagnetic interference) "fuzz" on the egm (electrogram). However, the fuzz was not being sensed by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.